Manufacturer narrative:
Follow-up #1:- device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: a review of the pump¿s black box showed pump reboots had occurred. A visual inspection of the pump revealed cracks in the battery compartment and the battery cap threads were observed to be stripped. During testing, the battery cap was unable to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specifications. The pump powered on with a blank display. Unrelated to the complaint, investigation revealed that the display screen was cracked. A test display screen was used to further testing. Investigation revealed that the piston did not move during rewind; a call service 064 alarm was emitted during the load cartridge step. Further evaluation revealed that pump motor had failed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.